Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that they received emergency medical assistance on (B)(6) 2018 with a blood glucose of 540 mg/dl; the customer had attended a function without a set change available to them and hyperglycemia occurred. The customer believed that a possible issue with the infusion set contributed to their hyperglycemia. The customer was driven to the emergency room (ER). The customer was at 73 mg/dl at the time of the call. The customer was treated with manual insulin injection. The customer was using the insulin pump system within 48 hours of the reported low blood glucose event. After being released from the hospital that night, the customer experienced a low blood glucose event. Their blood glucose was 51 mg/dl. The customer treated with food, glucose tablets, and orange juice. The hypoglycemia led the customer to suspect that the insulin pump may have over-delivered. Troubleshooting was initiated for a possible over-delivery anomaly. There were no site or set anomalies noted. However, the programming was incorrect; the date was wrong. The reservoir contained the same amount of insulin as displayed on the status screen. The insulin pump passed the displacement test. The customer no longer believed that the device was over-delivering. The insulin pump was not returned for analysis.